Event description:
The customer called for help with his meter. His initial complaint did not meet the criteria to be reported. The customer's test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and an average of 216 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.